Event description:
It was reported occlusion alarms occurred the re was no adverse impact to the customers blood glucose level. The customer resumed insulin and continued to use the pump for insulin therapy.